Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to altered mental status and the hospital diagnosis was noted as acute metabolic encephalopathy likely secondary to over use of morphine pump/narcotic abuse along with dehydration caused by diarrhea and possible viral sickness. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient weighed (B)(6).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (30.0 mg/ml at 3.972 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient presented to the emergency room (ER) with altered mental status. His wife noticed the patient to be very confused and not speaking out that morning. His wife was concerned that he may have been giving himself extra doses because he was complaining of being in a lot of pain. The patient was given narcan at the ER with immediate improvement of symptoms on (B)(6) 2017. Examination on (B)(6) 2017 gave results of the pump working well for the patient and he utilized his personal therapy manager (ptm). The clinical diagnosis was altered mental status; acute metabolic encephalopathy likely secondary to overuse of morphine pump/narcotic abuse along with dehydration caused by diarrhea and possible viral sickness. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as possibly related to the device or therapy, not related to the implant procedure, and possibly related to the drug morphine with the drug action that caused the event being increased from 20mg/ml to 30mg/ml; basal rate was not changed. The event resulted in in-patient hospitalization. No further complications were anticipated/reported.